Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral procedure of a 26mm sapien 3 valve in the aortic position, difficulties were encountered during valve alignment in an ¿s-shaped¿ aorta. Additional force was needed to place the valve between the markers. Once the valve was positioned in the annulus, deployment was underway. However, the balloon of the commander delivery system did not inflate and the valve was not deployed. It was thought that probably during valve alignment the balloon may have torn. An attempt was performed to remove the delivery system and undeployed valve back through the e-sheath but was unsuccessful. Therefore, the device was removed surgically. The patient is doing well and the case was aborted. A transaortic approach will be performed at another time.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed that the crimp balloon was torn proximal to the bond to the inflation balloon, gouges on the flex tip and the inflation balloon wings were bent back. Functional testing was performed and the gross alignment and fine adjust functions were able to be used with no abnormalities observed. Dimensional testing was performed on the double wall thickness on the crimp balloon along the balloon separation and was found to be in within specification. During balloon manufacturing, the entire delivery system (including the crimp balloon, inflation balloon and nose tip) are 100% inspected for the following: distal and proximal inner diameter, wall thickness, visual defects, foreign matter, impurities, contamination, fish eyes, gel spots, burst testing, balloon pleat, fold and forming. During manufacturing the commander delivery system is 100% inspection by manufacturing and quality for the following: defects and cosmetic appearance under 2.85x magnification, fine adjust function (wing nut to locked positon, rotate fine adjust knob, balloon shaft and wing numb move together, fine adjust knob, and balloon shaft and wing nut move together), collet engagement (ability to lock), mechanical damage (kinks, breaks), assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft), and collet/shaft to ensure that the collet does not interfere with the movement of the balloon shaft. During manufacturing, the commander delivery system was 100% leak tested. During product verification (pv) testing is performed on lot samples for balloon pressure and met statistical requirements. Additionally, under pv tensile testing, the locknut/collet engagement force was measured and met statistical requirements. The lot met requirements prior to release for distribution. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in a product risk assessment (pra) by edwards lifesciences. If valve alignment was performed at a bend or angle (such as in a non-straight section of the aorta), it may have caused the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. These high valve alignment forces can contribute to the weakening and tearing of the crimp balloon just proximal to the inflation balloon/crimp balloon bond. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Residual volume left in the balloon may also contribute to increased forces during valve alignment. This was also recreated in a previously performed engineering study. Gouges noted on the flex tip indicate that diving likely occurred during the procedure. Additionally, the complaint description indicates that the patient had an ¿s-shaped¿ aorta, which likely made it difficult to find a straight section in which to align the valve. Flaring of the balloon legs, as a result of the balloon tear, likely resulted in the difficulty reported during retrieval of the device, as the balloon legs could have caught on the sheath distal tip. Therefore, excessive force may have needed to withdraw the delivery system. The complaint of balloon torn, delivery system/valve withdrawal difficulty through sheath, and handle fine adjust difficulty were confirmed but no manufacturing nonconformities were found in the returned sample and no labeling or IFU inadequacies have been identified. However, a definitive root cause is unable to be determined at this time. In this case, available information suggests that patient and procedural factors may have contributed to the event. No preventative or corrective action is required at this time.